Event description:
Drug/diluent: 0.2% ropivacaine. Fill volume: 550 ml. Flow rate: 10.0 ml/hr. Procedure: rotator cuff repair. Cathplace: interscalene. Date of surgery: (B)(6) 2013. A cb004 pump with lot number 0200967378 was reported to have finished faster than it should. The start time was reported to be around monday (B)(6) 2013, around 11am, and was noted to have finished by tuesday (B)(6) 2013, around midnight. (Additional information received on (B)(6) 2013): a patient was given a 400 ml on-q pain pump filled to 550 ml for a nerve block. It was connected to the patient on monday morning. By tuesday night, between 10-12 pm, the pump was empty. The doctor was called by the patient's spouse who said the patient was having significant pain. The flow rate was set and locked on 10cc's per hour. A medication label was taped over the saf and had not been removed or tampered. The pump was used in conjunction with a bbraun catheter. Medical intervention: the patient was treated for toxicity when he came back to hospital. Customer reported his toxicity was reversed at this time. Adverse signs/symptoms: metallic taste in mouth. Current condition: reported to be healthy. The device was saved but will not be returned to the manufacturer for an analysis. It will be sent to the hospital's risk management dept. Infusion start: (B)(6) 2013, 10:00 am. Infusion end: (B)(6) 2013, 10-12 pm.

Manufacturer narrative:
Method: the device will not be returned to the manufacturer. Testing will not be performed. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusions: I-flow is conducting further investigations with the reported information. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report.